Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the left common iliac artery. The 6.0mmx20mmx135cm absolute pro self-expanding stent system (sds) was successfully advanced to the target lesion and the stent was deployed without issue. During advancement of the 5.0mmx250mmx135cm armada 35 balloon dilatation catheter (bdc) for post-dilatation, although no resistance was met, the bdc pushed the deployed absolute pro stent causing it to migrate into healthy tissue. Another absolute pro stent was deployed to treat the remainder of the lesion left untreated when the first stent migrated. The procedure was successfully completed at that time, with no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. The 6.0mmx20mmx135cm absolute pro referenced, is being filed under a separate manufacturing report number.